Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: on (B)(6) 2024, during hemodialysis, pt's blood pressure declined, and she became unresponsive, leading to a code blue and subsequent re suscitation. She was transferred to ICU but remained hemodynamically unstable, requiring high-dose vasopressors. The norepinephrin infusion pump suddenly alarmed due to air in the line. The line was visually inspected and the air in line alarm appeared to be ina ppropriate. Despite multiple attempts to clear the alarm, nurse exceeded the maximum restart attempts for the pump. During this time, the patient's heart rate and blood pressure decreased significantly, requiring an emergency epinephrine push to stabilize her hemodynamics temporarily. This incident added to the patient's instability. The patient later had an additional cardiac arrest unrelated to the IV pump issue and died.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Active device history logs were submitted to the manufacturer for investigation. Through review of the device history log, multiple air alarms during the date of incident were observed. While a reported issue was observed from the log review, an exact root cause could not be determined. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.